Manufacturer narrative:
MFR first became aware from internal processes of this type of malfunction in (B)(4) 2007. At that time, it was thought that mechanical interference was the cause of the malfunction and inspection steps were implemented at that time to check for the interference. Further similar malfunctions were noted during internal mfg, and in (B)(4) 2008, the pedal assembly wiring was changed to implement a redundancy to further reduce the likelihood of the malfunction. It should be noted that the unit in question was manufactured prior to the (B)(4) 2008 design correction. The malfunction is based on a magnetically actuated reed switch in the foot pedal. If the magnet or reed is improperly positioned, or if the magnet is of unusual field strength, the reed switch will fail to open when the pedal is fully released. This error originates from the MFR of the pedal component. This error does not consistently occur. Risk assessment for this event resulted in a risk scoring of moderate. However, because visual warning indicators are still active, other safety measures are functioning properly to interrupt laser emissions, and the random occurrence of the malfunction make repeatable repair actions overall disruptive to the use and therapeutic benefits of the device in the health sector.

Event description:
The device in question is a soft tissue surgical laser used primarily in oral health applications. The primary laser energy is activated by means of a foot pedal controller. The pedal is pressed to activate the energy, and released to discontinue emissions of the primary beam. A malfunction was reported in one device where emissions of the primary beam continued after the dentist removed his foot from the pedal. The initial report also indicated that the operator's fingers were burned as a result. Upon discovery of this malfunction, the doctor actuated other laser emission stop measures which succeeded in terminating laser emissions. Follow up with the health care facility indicated that the initial report of the operator's fingers being burned was incorrect, and that no injury to any persons actually occurred. The device had been used successfully on several occasions prior to this incident without this failure occurring.